Event description:
The user facility in (B)(6) observed the vitrectomy cutter was slanted. The nurse twisted it to make it straight, but it did not cut properly. Within one minute into the start of the surgery, the surgeon requested a new cutter and completed the procedure with no adverse effect to the patient.

Manufacturer narrative:
Evaluation completed. One opened bl5523w pack from lot v0529 was returned. The pack contains the 23ga vitrectomy cutter and the 23ga light pipe only. No other pack components were returned. The tip protector was not returned. The needle was bent. The port window was in the opened position. There was fluid in the tubing. The back cap was aligned correctly with the vent hole in the side of the cutter body. A functional test was performed using a stellaris pc system. The cutter cut intermittently. The inner needle does not always reach the cutting edge at 5000 c.p.m. It should be noted that a bent needle condition could contribute to poor cutting performance. The cause of the bent needle cannot be determined. The sterilization and lot history records have been reviewed and found to be acceptable.